Manufacturer narrative:
(B)(4). The customer returned various components including a 7fr ptd catheter and rotator for analysis. Visual examination revealed that the distal end of the black pebax tip was separated and not returned. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven. All the basket wires were intact and secured within the basket connectors. The orange inner lumen was also creased, indicating that it was bent. This bending likely contributed to the pebax tip separation as well. Further examination revealed both sheath valves contained no signs of ptd tip entry. The lubrication on the valves was undisturbed. The pebax tip that still adhered to the basket measured to be 0.079" which indicates that at least 0.51" of the tip was separated and not returned based on the product drawing. The returned sample was functionally tested in accordan ce with the instructions-for-use (IFU) provided with this kit. The IFU instructs, "slide side arm on hemostasis hub forward so outer catheter covers and compresses fragmentation basket. The plastic, flexible tip of the basket should be exposed at this point." The returned basket was able to advance and retract from the catheter with minimal resistance. The returned dilators were able to advance and retract from the returned sheaths with minimal resistance. A lab inventory 7 fr ptd was also advanced through the returned sheaths with minimal resistance. It was determined that the ptd was never inserted into the sheath or the patient, but the orange lumen was kinked and pebax tip broken off. Because no manipulation was reported with the pebax tip, it could not be determined how the separation occurred. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e., radius of loop graft, radii < 3 cm)." The customer report of a ptd tip separation was confirmed by complaint investigation of the returned sample. The pebax tip was separated adjacent to the basket welds. A device history record review was performed based on a potential lot identified from sales history with no relevant findings. It was determined that the ptd was never inserted into the sheath or the patient, but the orange lumen was kinked and pebax tip broken off. Because no manipulation was reported with the pebax tip, it could not be determined how or when the separation occurred; therefore, the probable cause is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports "md was preparing the procedure and checked the product. Md found the soft flexible tip peeled off and missing. So, replaced it with its new product". The issue was detected prior to patient use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports "md was preparing the procedure and checked the product. Md found the soft flexible tip peeled off and missing. So, replaced it with its new product". The issue was detected prior to patient use. No patient involvement.